Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation with an attached patient control module (pcm). Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on the device, and the flow rate was found to be within specification. Further functional flow rate testing was then performed by attaching the pcm to the device, and the flow rate was found to be within specification. The reported condition was not confirmed. The lot 13j079 was manufactured september 24, 2013 - september 25, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an overinfusion occurred during use of a basal/bolus infusor. This occurred during patient infusion of 18ml fentanyl citrate, 2ml of droleptan, and 70ml saline. The customer stated that they were using a setup with a patient control module (pcm). It was reported that the expected infusion time was 45 hours; however, the infusion completed in 20 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.